Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket when lying on their side, resulting in pain and swelling at the incision site. Physician brought the patient into the or, re-sutured the ipg, provided additional slack to the stimulation lead, and closed.